Event description:
The pump was returned for investigation. Investigation revealed a blank display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with functional auditory and vibratory features, but the display screen was blank. The pump casing was opened and damage to the display connector was noted. The display was replaced with a test display; the test display was not functional in the pump. Unrelated to the display issue, visual inspection revealed moisture in the battery compartment and corrosion on the battery cap. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).